Event description:
It was reported that the customer was hospitalized september 05, 2014 due to low blood glucose. Caller stated that the customer's blood glucose reading was 27 mg/dl at the time of admission. Caller stated that the customer's insulin pump setting have been recently changed by endocrinologist. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.